Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the catheter tip.

Manufacturer narrative:
Investigation summary: received one 22ga iag bc catheter-adapter assembly along with a piece of bottom tray (film). DHR review was not performed as the lot number associated with this account is unknown. Investigation conclusion: observed there was several clear and dark colored strings of fibers on the catheter tubing near the tip. Root cause description: a definite source of the (colored) fibers found on the catheter tip is unknown. Since the unit was returned out of its original package the fibers could have been introduced during various stages (manufacturing, user environment, and handling). Rationale: the peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was foreign matter on the catheter tip.